Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED delivered 103.9 biphasic joules. Further investigation traced the issue to a failed capacitor .

Event description:
An international distributor reported a low shock value during simulation test of their AED. The customer did not report this occurring during patient use.